Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported the patient¿s ins was hard to charge. The consumer clarified that the ins had moved further ¿back¿/moved closer to the middle of the patient¿s back and this movement was noticed a year or two ago. The consumer reported that the patient could get 2 or maybe 4 coupling boxes when charging. The consumer reported that the patient had been having severe low back/right hip pain for about 2 months. The pain was on the same side of the ins, but the patient felt the pain ¿deeper¿ than where the ins was located. The consumer noted that the patient didn¿t have a doctor for the ins but mentioned that the patient¿s other doctor had prescribed the patient pain medications as needed and the patient had x-rays and CT scans done. The consumer confirmed that the ins indicated that stimulation was on and the ins was ¾ full and the recharger was full. No further complications were reported.